Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarms. The customer¿s blood glucose level was unknown. Customer stated that they had changed the battery and had a received replace battery now alarm. Customer did not receive a low battery alert prior to the replace battery now alarm. The second occurrence of replace battery now without a low battery warning. The customer was advised that the pump needs to be replaced. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected insert battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.